Event description:
Boston scientific received information that this system was being extracted from this pacemaker dependent patient due to an infection. The physician also noted difficulty getting the setscrews out of the right ventricular (rv) port. The patient is scheduled to receive a new system on the right side.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis noted the rv seal plug was missing and its retainer ring was bent upward. This would indicate that excessive force was used to retract the setscrew. Body fluid contamination was also noted in the connector block. All setscrews moved freely and operated normally. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications. Laboratory analysis was unable to confirm the reported field observations. The damage to the rv retainer ring was found to be procedurally induced.